Event description:
The physician was attempting to direct stent a 3.0 mm diameter x 30 mm length resolute integrity rapid exchange (rx) drug eluting stent to treat a lesion in a pt located at a bifurcation in the rca. It was reported that the physician was unable to cross the lesion. The device was returned to the mfg facility and the stent was noted to be damaged. No pt injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
Eval: results: (pt vessel morphology; bifurcation of the rca), (stent deformation and failure to deliver device), (direct implantation of the stent). Eval: conclusion: (pt vessel morphology; bifurcation of the rca). Eval summary: the stent was positioned on the balloon between marker bands as per specs. A number of struts on the 8th, 9th, 10th, 11th, 12th, 19th and 21st proximal stent segments were partially raised and deformed. No further damage was noted. Please note that this device ((B)(4)) is distributed outside the united states; however, it is similar to the united states distributed product ((B)(4)).